Manufacturer narrative:
Product complaint # (B)(4) . Additional information: h6 health effect - impact code additional information has been requested,and received. Name of surgery? : total hip arthoplasty what date /day post op was the reaction noted? (B)(6) , 2023, 7 days post-op was any prescription strength medication prescribed? Please specify? - patient was treated with steroids was a topical steroid prescription strength? Steroids was any surgical intervention performed? - no. Were any cultures taken? Results? - unknown. Please describe how was the adhesive was applied. - per IFU. What prep was used prior to, during or after adhesive use? - unknown. Was a dressing placed over the incision? If so, what type of cover dressing used? - unknown. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? - unknown. Is the patient hypersensitive to pressure sensitive adhesives? - unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? -no. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? - unknown. Product lot of product used? -unknown. Current patient status. - recovered fine with steroid prescription. Name of surgeon? - dr. (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? -some type of patient reaction due to prineo. Is product available to return for analysis. No additional information has been requested, however not received. If further details are received at a later date a supplemental medwatch will be sent. Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4) . Corrected data: b3 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested, however not received. If further details are received at a later date a supplemental medwatch will be sent. Name of surgery? What date /day post op was the reaction noted? Was any prescription strength medication prescribed? Please specify? Was the topical steroid prescription strength? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6)2023 and topical skin adhesive was used. 7 days after procedure it was clear an allergic reaction had occurred, skin infection. Additional information has been requested.